Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new user experienced hyperglycemia after reconnecting the ilet following a shower and performing a supply change, with glucose values remaining above 180 mg/dl and fluctuating after a breakfast announcement. Review of device data indicated stable glucose levels overnight, followed by a subsequent rise associated with the intake of regular soda mixed with diet soda. Symptoms included elevated blood glucose. Troubleshooting and education were provided, including guidance to avoid carbohydrate-containing snacks and beverages during the early learning phase of device use. There were no alerts, alarms, emergency care, or hospitalization reported. An investigation was conducted, including review of device data and user-reported use patterns. The investigation revealed no device or component malfunction and identified user behavior inconsistent with recommended early-use guidelines, specifically ingestion of carbohydrate-containing beverages leading to persistent hyperglycemia. Based on previously established findings for similar reports, it was concluded that the cause was use error related to diet and meal management during the learning phase. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.